Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system was used but did not stop the bleeding [device ineffective]. No pqc reported. No additional ae or further information provided. [No adverse event]. Case narrative: this spontaneous report originating from united states was received from clinical educator referring to a female patient of unknown age. The patient gave live birth in past and had sixth child. The patient pregnancy gestation or last menstrual period was 39 weeks. The patient's, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6)2024, the patient was placed with the vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. On (B)(6)2024, the vacuum-induced hemorrhage control system (jada system) was used but did not stop the bleeding (device ineffective). No injury to the uterus occurred. No issues with the vacuum-induced hemorrhage control system (jada system). Total estimated blood loss at delivery was 4 liters. Patient sought medical attention and had a hysterectomy. Patient was doing ok after the hysterectomy. No pqc reported. No additional ae (adverse event) or further information provided (no adverse event). Therapy with vacuum-induced hemorrhage control system (jada system) 2.0 was discontinued on (B)(6)2024. Upon internal review, the event device ineffective was considered to be medically significant and required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system was used but did not stop the bleeding [device ineffective] no pqc reported. No additional ae or further information provided. [No adverse event]. Case narrative: this spontaneous report originating from united states was received other health care professional via clinical educator referring to a female patient of unknown age. The patient gave live birth in past and had sixth child. Patient's gestational age at delivery was 39 weeks. The patient's, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with the vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. On (B)(6) 2024, the vacuum-induced hemorrhage control system (jada system) was used but did not stop the bleeding (device ineffective). No injury to the uterus occurred. No issues with the vacuum-induced hemorrhage control system (jada system). Total estimated blood loss at delivery was 4 liters. Patient sought medical attention and had a hysterectomy. Patient was doing ok after the hysterectomy. No pqc reported. No additional ae (adverse event) or further information provided (no adverse event). Therapy with vacuum-induced hemorrhage control system (jada system) 2.0 was discontinued on (B)(6) 2024. Upon internal review, the event device ineffective was considered to be medically significant and required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is amended report to update the primary reporter from other to other health care professional. In narrative sentence updated as patient's gestational age at delivery was 39 weeks (previously captured as ¿the patient pregnancy gestation or last menstrual period was 39 weeks¿).